Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the ccm to lab use only (luo) testing equipment. Using a flashlight, the battery icon from the home screen could be perceived, indicating the system booted despite no display backlight. The ccm was opened up to verify output from the single board computer (sbc) to the inverter which met specification. The pst installed the suspect inverter into a luo ccm, and it functioned as intended. A luo inverter was installed into the suspect ccm, and the display backlight did not display. It was determined that the liquid crystal display (lcd) did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) had no display. As mitigation, another system was used for the procedure. The surgical procedure was completed successfully. There was no delay, no blood loss, nor consequences to the patient.